Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Pt stated that he noticed fluid leaking from the left side of the cassette. Pt was administered prophylactic antibiotics and had no adverse effects after the incident. Sample is not available, sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process. One case of alternate samples was received from lot 13kr08070 from the distribution center since the others lots have been sold and distributed. A visual inspection was made on four sets and defects or issues were detected on the entire sets.